Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pump and reservoir due to pump malfunction and fluid loss. Another pump and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pump and reservoir due to pump malfunction and fluid loss. Another pump and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event.

Manufacturer narrative:
Pump malfunction and fluid loss were reported. The ams700 device was visually inspected and functionally tested. The pump and one cylinder performed within specification. There was a leak in the other cylinder due to fold wear, tool damage and avulsion. The reservoir performed within specifications. Review of the manufacturing records for batch (B)(4) confirmed that there was a total of 5 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 5 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pump and reservoir due to pump malfunction and fluid loss. Another pump and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
Additional information received that there was no issue with the reservoir but the remaining saline inside was not sterile and there was blood inside. The pump was unable to inflate. The reservoir was replaced for proper functioning of the system. The patient is happy and health condition is stable.